Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
During cath lab procedures while using the phase-in etco2 option for merge hemo, the system could occasionally become non-responsive to user actions (freezes up), the record button might become grayed out and unable to start /stop recording, or multiple short recordings might be displayed versus the typical long, continuous recording. A customer reported that a patient was on the table and they could not get a pressure. Found out that they had unplugged the etco2 module 20 minutes before. The alarm stop on the pb1000 pdm was utilized, but did not clear the issue. They waited on the phone until the doctor finished the procedure and then rebooted the hemo pc, which cleared the issue.